Manufacturer narrative:
Device codes: 1546 labeled. Internal file number - (B)(4). Correction: other: serious was selected and required intervention was removed as no intervention was performed. Reported device code 1467 and 1104 were removed. Evaluation summary: a visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. Images were unable to be transferred via dicom reader; therefore, were reviewed via windows media player. However, this does not allow for frame by frame assessment. The balloon tear reported on the 2.5 x 15 trek and pinhole reported on the 2.5 x 15 nc trek were not visible on the cines provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The 2.5 x 15 mm trek device met resistance with the anatomy during removal and the balloon separated from the device. It was retrieved with an aspiration catheter. The nc trek balloon catheter did not meet resistance with the guide wire during advancement; however, a pinhole in the balloon was noted and the balloon was not able to completely inflate. It ruptured during its first inflation at nominal pressure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The trek device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly calcified distal right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.5 x 15 mm trek balloon catheter. However, the device met resistance during removal and the patient felt pain and had timi ii flow. Therefore, an attempt was made to advance a 2.5 x 15 mm nc trek balloon catheter for pre-dilatation; however, the device met resistance with a guide wire during advancement. When the device was inspected, it was noted that a part of the balloon had separated inside the anatomy. Therefore, an aspiration catheter was used to remove the balloon. The procedure was then aborted and the patient was scheduled for another procedure with rotablation. There was a clinically significant delay in the procedure. No additional information was provided.